Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the main switch connector cable was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to switch modes. Complainant did not indicate that there was any patient involvement in the reported malfunction.